Event description:
My 630g insulin pump did not notify me for 3 hours when insulin was not delivered resulting in high glucose 400+. When I called the medtronic help line, I explained I had to press buttons on the pump several times before the pump responded. When I pressed deliver, it made no sound or vibrated, but I thought it was delivering. It was not, but I didn¿t give a notification for 3 hours. Medtronic told me to replace the battery. I have been taking injections as needed.